Manufacturer narrative:
Follow up #1 submitted: 06/19/2013 device evaluation: on examination, the keypad was peeled off the pump. On testing, the contrast and ok buttons were unresponsive. The remainder of the buttons were normally responsive. The button contacts for the ok and contrast buttons were missing and the down arrow contact was misaligned. The buttons functions were not restored when the contacts were replaced. There was visible damage to the keypad flex. The display was dim and discolored. A test display was attached to the pump and illuminated properly without discoloration.

Event description:
The patient contacted animas on (B)(6) 2013 alleging the keypad buttons were of poor quality; however, would not elaborate regarding specific button defect or malfunction. The patient mentioned that he was hospitalized but, again, refused to elaborate regarding the hospitalization and refused to answer questions regarding any insulin pump involvement in the reported hospitalization. No further information was available. There is not enough information available to determine if there was any cause or contributing factor involving the pump in the patient's hospitalization. This complaint is being reported because the patient alleged keypad button issues that remained undefined and unresolved. The pump is not being returned.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.